Manufacturer narrative:
The technician found that the head motor is on but the drive screw was not turning. The technician replaced the head drive motor to repair the bed.

Event description:
Information received indicates the motor is noisy and bed will not go into trendelenburg.